Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernia. It was reported that after the implant, the patient experienced mental pain, pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, inflammation, adhesions and mesh migration. Post-operative patient treatment included intervention surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.